Event description:
The staff attempted to attach a unit to the pt (age and gender unknown) in order to perform an in house transport. The staff indiacted that the characters on the unit's monitor screen became larger and eventually "ran off the screen". The staff obtained another unit and transported the pt. There was no adverse effect on the pt. The facility's biomed engineering department evaluated the unit and found it to be functioning properly. The unit was returned to service. Approx a week later, the staff attempted to perform a routine shift check on the unit and the unit's monitor screen display was distorted. The characters were oversized and the staff was unable to read the display. The unit was not in use on a pt when the second alleged malfunction occurred.